Manufacturer narrative:
The prod is not expected to be returned for eval. Investigation has been initiated based upon the reported info.

Event description:
A physician visited integra neurosciences implants in march 23, 2007 for a meeting to understand how his team recently came to decide for six pt's to explant nph valves after 2-3 mo f/u. These pt's showed reoccurrence of gait disturbances, headache and significant ventricle dilation after implantation of the nph valve. The six pt's were included in a study of a 27 pt population, aged 19 to 65 yrs. The user facility ran these pt's through an extensive testing protocol, allowing the user facility to make an evidence based decision to select the proper shunt by range. The pts' csf drainage "need" is determined from external csf drainage measurements and mr flow scans allowing the user facility to see a correlation between pt specific csf flow data and the shunt's flow specifications. This pt group consisted of only those treated for so called secondary-nph; pt's suffering from natural drainage obstruction due to malformation, tumor growth or resulting from head trauma. Initially, the user facility had only reported three incidents (see MDR number 9612007-2007-00053, 9612007-2007- , and 9612007-2007-00002). Upon the physician visit, three add'l incidents were discussed, which had not been prior (see MDR #s 9612007-2007-00016, 9612007-2007-00024, and 9612007-2007-00025).